Event description:
It was reported that the minicap sponge was dry. This was noticed before use. The minicap sponge was a light orange brownish color but was completely dry. There was no damage to the box and it was stored in the house at room temperature. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 6.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacturing date ¿ 03/30/2015 ¿ 04/01/2015. The device was received and the evaluation is completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.